Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an apply sample message after the sample had been applied. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2012, between 7-8am. She stated was feeling light headed and shaky so she tried to test at her usual time and was not able to get a reading due to the alleged issue. The patient advised the mss that she manages her diabetes with novolog insulin at meal times based on a sliding scale and lantus insulin 20u every morning. She continued with her usual diabetes management routine of 20u of lantus insulin. She claimed at an unknown time shortly after, she "passed out" for an unknown amount of time. Her spouse reportedly got some test strips from the neighbor and tested the patient at an unknown time. Although the patient could not recall the result obtained she stated it was very low. She stated she regained consciousness on her own and then was treated by her spouse with 1 glucose tablet. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The correct test strips were being used but the technique for testing was incorrect. The issue was resolved with troubleshooting and replacement products were sent to the patient and subject products are pending return for investigation. Although the patient was already exhibiting signs of severe hypoglycemia before the alleged issue occurred, there is possible delay in treatment resulting in her symptoms allegedly deteriorating after the alleged issue, which required treatment by a non-hcp.